Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported patient effect of a perforation is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use, as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional xience sierra and nc trek devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat the mid right coronary artery. An unspecified stent was previously implanted in the lesion and had restenosed. Therefore, a 3.0 x 38 mm and a 4.0 x 18 mm xience sierra stent were implanted in the lesion, partly overlapping the previously implanted stent. Post-dilatation was then performed with a 4.0 x 20 mm nc trek balloon catheter. The devices did not meet resistance during advancement. However, a perforation was noted; therefore, a 4.0 x 19 mm graftmaster covered stent was implanted and sealed it. The patient is stable. No additional information was provided.